Event description:
The issue occurred in a system 2000, a bath system for assisted bathing. It was reported from the customer that there was a leakage of disinfectant during first use of the hydro massage. An arjohuntleigh technician has examined the device an dit was found that the non return valve ((B)(4)) was hanging and adjusted/loosened. It was also found that if the valve was not open, the hydro pump pull arjo clean in to the tank. Measured: 30 ml arjo clean per 285 ml of water. MFR #: 9611530-2013-00038.